Event description:
It was reported the patient experienced irritation at the implantable neurostimulator (ins) pocket site. The ins was relocated to the patient's abdomen on (B)(6) 2017.

Event description:
Follow-up information indicated that relocating the implantable neurostimulator (ins) resolved the issue.